Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d clamp was broken. The following information was provided by the initial reporter: material no: unknown batch no:. Unknown. It was reported that the slider clamp that goes into the pump channel was broken.

Event description:
It was reported that as lvp 20d clamp was broken. The following information was provided by the initial reporter: material no: unknown; batch no.: unknown. It was reported that the slider clamp that goes into the pump channel was broken.

Manufacturer narrative:
It was reported that the set¿s pump segment slide clamp was broken. Received one used primary set model 2204-0007 lot unknown attached with one non-bd cannula. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the as-received set found that the lower fitment¿s slide clamp (p/n tc10006063) was misassembled with an incorrect orientation. It was observed that when the slide clamp is in its closed state, due to its inverted assembly, the fluid would pass freely when the clamp is ¿closed¿, confirming the customer¿s report of being broken when inside a pump. No damages (broken set) or other issues were observed. No functional testing was performed due to the incorrect orientation and misassembly. A device history record could not be performed due to no lot number was provided by the customer. The customer report that the set¿s pump segment slide clamp was broken was confirmed. However, the perceived ¿broken slide clamp¿ was due to the misassembly of the lower fitment¿s slide clamp. The root cause of the misassembly of the set was identified as the manufacturing process due to operator error. H3 other text : see h10.